Event description:
PICC line #3 fr inserted without difficulty on 6/10/96. IV competent rn/PICC certified attempted to remove the catheter 7/16/98 - slowly and gently with a constant light pull - PICC ruptured 28 cm removed and approx 16 cm remaining in vein. 911 called, pt transported, x-ray visualized PICC above the antecubital fossa - local anesthesia and cutdown. Catheter removed per md, incision closed with silk sutures.